Manufacturer narrative:
Insulin pump received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify communication anomaly and sensor signal anomaly due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the user reported that they were getting no device found when trying to connect transmitter with insulin pump troubleshooting was done for loss of communication. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.